Event description:
It was reported that during a coronary artery treatment procedure stent damage occurred. The lesion being treated was located in the circumflex. The physician predilated the lesion using a 2.0x6mm non bsc balloon. The physician attempted to implant a 2.25x8mm taxus liberte stent, but was unable to cross the lesion. When the stent was removed, the stent strut was bent. There were no complications reported and the patient condition is listed as fine.

Manufacturer narrative:
(B)(4):it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)